Manufacturer narrative:
MFR. Ref no. : (B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom which was not reproduced. One occurrence of system error 105 was confirmed through review of the event history log and was able ot be cleared. The device continued normal operation after this event. The device was found to be operating as designed.

Event description:
It was reported that a spectrum pump displayed system error 105 in the medical surgical care area. It was also reported there was no patient involvement.